Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and dbs therapy indications. It was reported that the patient had replacement due to a fall, which caused device malfunction, as well as there was battery depletion. No further information was available. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
(B)(4). Explant date was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received confirming the reason for the explant was due to a patient fall, noting it caused ins damage. The replacement resolved the issue and the patient was stated to be "doing well."